Event description:
It was reported that the fiber tip got damaged/broken during the procedure while inside the patient. It was further reported that there was no dislodgment of the device inside of the patient. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that the fiber tip got damaged/broken during the procedure while inside the patient after 205,225 joules and 42 minutes of use. The tip of the fiber was cleaned during the procedure. It was further reported that there was no dislodgment of the device inside of the patient. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber tip exhibits no signs of breaks/fractures. There are no signs of breakage along the fiber. The fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge. There is some white unknown substance noted inside the distal end of fiber cap. The glass cap exhibits devitrification at the output area, and detritus adhesion around output area. The heat shrink tubing exhibits signs of melting, and partially erased red octagonal sign. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.